Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Devices of multiple part/lot numbers were implanted during the procedure including: part: 905-403 / lot: 0317520w part: 876-613 / lot: h5118900 unknown 67.5mm cervical plate although it is unknown if any of these devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that during a cervical procedure on a patient, the surgery required a plate length of 70 mm for the patient but the hospital only had a 67.5mm plate, so the surgeon decided to use the shorter plate. The surgery time was extended due to the event but no intra-op complications were reported. The next day, it was reported that the patient started bleeding so the surgeon performed a revision surgery and replaced the plate with 70 mm length. Post-operatively, patient's legs were not active, thus, the surgeon opted to remove the plate and the screw in the afternoon on the same day. X-ray showed that patient's spinal cord was "in oppression". A fourth revision surgery was performed on the patient three days after the original surgery date. No product malfunction was reported in association with this event. No other information could be obtained from the source regarding this event or patient status.